Event description:
It was reported that a user requested to return an ilet system after experiencing recurrent hypoglycemia while using the device. Symptoms included low blood glucose readings reportedly in the 40s to 50s without reported adverse health effects requiring medical intervention. Outcomes included discontinuation of ilet use and a request for return. Investigation included review of user reports and follow-up for event specifics, along with troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or specific component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.